Event description:
It was reported that a patient with a 25mm mitral valve underwent a valve-in-valve procedure after an implant duration of 6 years due to thickened leaflets with motion restriction, severe stenosis, and moderate regurgitation. The patient presented with increasing sob. A 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely cause is patient factors, including hld and dm. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.